Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-mar-31. It was reported that the rep tried different device rates, pulse widths and amplitudes but the high impedances were not resolved; the device was not programmed on those electrodes. Also, the cause of the message and the high impedances were not determined. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. There was a settings not available message on the patient¿s controller. Impedances were 750-1200 ohms, but electrode 4 and 7 were out of range from 3880-40,000 ohms. The patient was not using electrode 4 and 7 for their programming. Technical services discussed increasing the pulse width and/or adding an electrode in appropriate to allow more current to be delivered. They also discussed the system limitations and other considerations when programming. Troubleshooting resolved the reported issue. There were no patient symptoms reported and no complications reported.